Manufacturer narrative:
Approximate age of device ¿ 1 year and 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the device because it was not returned by the hospital. A direct relationship between the device and the reported event could not be determined. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was connected to battery power when the reported stroke took place and the pump was still operating with no alarms. It was not known how long the patient had been expired before being found but the family noted he was cool to the touch.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired on (B)(6) 2015. The patient was found expired while on the toilet. The cause of expiration was reported to possibly be a stroke. The patient's family chose not to have an autopsy performed. All lvas equipment was reported to have been functioning properly.